Event description:
12:30 pm. Pt in surgery for d & c and hysteroscopy. Doctor inserted hysteroscope and light went out. Doctor pulled out and reinserted twice (each time the light went out). The light source was replaced but uterus was punctured. Required a total abdominal hysterectomy.